Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
Additional information was received on 01/05/2017. It is reported that the consumer confirmed that he is no longer using medication and his symptoms had resolved by the friday following event onset, (B)(6) 2016. Additional information has been requested but has not yet been received.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As was initially reported on (B)(6) 2016 by a (B)(6) male consumer, he experienced photophobia, eye pain, and blurred vision in the left eye (os) after wearing the contact lens on (B)(6) 2016. He reported that medical attention was sought on (B)(6) 2016; the physical examination findings showed that the best corrected visual acuity (bcva) was 20/20 (it was not indicated if the reported bcva indicated the consumers¿ vision prior to or after the event). The consumer was diagnosed with ¿marginal corneal ulcer x2¿ (two lesions). The prescribed treatment included 1 drop of moxifloxacin three times a day for 10 days in os and 1 drop of prednisolone acetate t.i.c for 10 days in os, with no contact lens wear until the issue resolved. It was reported that the consumer was still being treated. Additional information was received from the consumer on (B)(6) 1016; the consumer reported that all symptoms had resolved since he began using the medication. Additional information has been requested but has not yet been received.